Manufacturer narrative:
As no additional information regarding this event is expected, our evaluation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on the non-boston scientific right atrial (ra) lead connected to this pacemaker were intermittently low out of range, resulting in automatic lead safety switch to unipolar. Boston scientific technical services discussed troubleshooting options with the reporter; it was noted that the patient des not rely on atrial pacing. No adverse patient effects were reported. The pacemaker remains in service.